Manufacturer narrative:
(B)(4). Method: the complaint heated breathing tube was returned along with the icon CPAP and chamber. The complaint devices were visually inspected and performance tested. Attempts to obtain further information and photographs of the alleged burn have been unsuccessful. Results: there were no visible signs of damage to the returned CPAP and chamber. The visual inspection revealed the complaint heated breathing tube to be misshapen in two locations (oval instead of round). The returned devices were ran for 4 hours as a complete unit. The CPAP unit was then disassembled and no fault was found. The surface temperature of the complaint heated breathing tube was tested for 12 hours and found to be 41 degrees celsius. Conclusion: no fault was found with the returned CPAP and chamber. The icon CPAP complies with the iso 8185 and iec 60601 standards. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. Tests conducted on the returned heated breathing tube revealed that the surface temperature reached a maximum of 41° celsius. We are unable to determine how the patient received the alleged burn as information on the nature and extent of the alleged injury has not been provided. We note that our user instructions state: "to avoid burns....position the thermosmart breathing tube so it is uncovered and free from bedding or other materials". This is the only complaint of this type for the icon that we have received.

Event description:
A healthcare facility in (B)(6) reported that while a patient was in the hospital for an unrelated issue, hospital staff noticed a burn on the patient allegedly, sustained by contact with the heated breathing tube of an icon CPAP.